Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went to the emergency room after receiving vibratory alert followed by several shocks. Device was found to be in backup vvi mode. Programmer was unable to store image/data or interrogate the device. Device download could not be performed. Device was explanted and replaced. Patient¿s condition was stable before and after the procedure.

Manufacturer narrative:
The reported event of backup mode was confirmed. Device was tested on bench and the cause of the reported event is consistent with an anomalous integrated circuit.